Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: on investigation the display was found to be dim and discolored. A test display was attached to the pump and was fully illuminated and legible. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging missing segments of test on the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.